Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿thoracic aortic aneurysms, a single center¿s 10-years experience and analysis of outcomes¿. Baldaia l, duque m, silva m, et al vascular. 2024;32(6):1398-1402. Doi:10.1177/17085381241236575. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ thoracic aortic aneurysms, a single center¿s 10-years experience and analysis of outcomes¿. The time frame of this study was over a ten year period. Multiple manufactures products were implanted. Valiant stent grafts were im planted in the patient population. The purpose of this study was to analyse a single center¿s experience in the treatment of taas and identify possible risk factors for worse outcomes. 34 patients were included in the study. The mean aneurysm diameter was 63mm. Among the patient population the following malfunctions occurred: ia endoleak the following adverse events occurred: pseudoaneurysm, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products